Event description:
Patient was revised to address claims that her back was screeching. Xrays showed lateral displacement of femoral head within the acetabular cup. (B)(6) 2012 - clinical report received. Clinical report states a revision liner and head exchange. (B)(6) 2012 - patient's operative records were received. Operative notes indicate the polyethylene had dissociated from the acetabular shell.

Manufacturer narrative:
The initial reporting stated the products would be returned; however, correspondence was conducted with the reporting territory requesting product return, and the products were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. Requests for additional investigational inputs were made in accordance with (B)(4). Operative notes and x-rays were obtained. Physician states that based on the clinical presentation and the findings at surgery, that the femoral neck was probably impinging against the posterior aspect of the acetabulum and this caused the polyethylene to dislodge in an inferior/anterior direction. Based on the performed investigation, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.